Event description:
The following has been reported: biomed reported: keeps giving service needed alarms. We clean the pump, test it, and return it to service but it's had the same issues 3 times in a week. This latest time the pins were not stuck at all. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for sticky pins. Upon testing the fva pins were found to be dragging severely. A cleaning was performed and drag was resolved. No other damage was identified during testing.